Manufacturer narrative:
(B)(4). Baxter received and evaluated the wireless module and found that there was a non OEM battery pack was installed. That device will be returned to the customer separate from the device it was removed from. This type of device is not original equipment and should be removed by the customer prior to shipment for factory service. It was determined that the failing part was the lithium ion battery pack and it has been replaced.

Event description:
During baxter's evaluation of a spectrum pump, a non OEM battery was installed. Any patient involvement, injury or medical intervention is unknown.